Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 2 implanted mitraclips. The mitraclip remains in the patient. The clip delivery system is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed because the third deployed clip detached from the anterior leaflet but remained attached to the posterior leaflet which required treatment with medication. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. There was a large, thick posterior leaflet flail at p3 and a thin anterior leaflet at a3. Two clips were implanted, with one medial (a3/p3) and the second one in the a2/p2 segment. The mr was reduced to 2-3. A third clip delivery system (cds) was then advanced to the mitral valve leaflets. The clip was deployed between the first 2 clips; however, after 5 minutes, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). No further intervention was performed. It was noted that visualization was not easy; however, the leaflets were clearly seen in the clip. With the three clips implanted, mr was reduced to 3. The patient was confirmed to be clinically stable post-procedure and treated with catecholamine medication. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip delivery system was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.